Event description:
The customer reported the generation of erratic sodium (na) patient results on their au680 chemistry analyzer. The customer reported eight (8) false sodium patient results were reported out of the laboratory, which were later amended. The customer stated one (1) patient was admitted based on the false sodium results, but did not receive treatment. The patient samples were repeated with results considered correct. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter customer technical support (cts) assisted the customer over the phone with their au680 chemistry analyzer. The customer stated they had moved their analyzers around the laboratory and believes this disrupted the water flow system which attributed to the false patient results. The customer stated they have stopped moving the analyzers. Beckman coulter quality assurance followed up with the customer regarding the patient admitted. No further information was provided, and no harm was reported. Information not provided by customer. The beckman coulter internal identifier is (B)(4).